Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted 5 years ago with unknown setting. The patient was taken to the facility due to head injury. The physician tried to set the pressure however, it didn't work thus the valve was removed on (B)(6) 2021.

Manufacturer narrative:
Hakim valve has been returned for evaluation. Failure analysis- the position of the cam when valve was received was 50mmh2o. The valve was visually inspected; marks were noted in the valve casing. The valve failed the test for programming, the cam mechanism just wiggled a little bit during the programming process. The valve passed the test for occlusion, leak, reflux, siphon guard and pressure. The valve was dismantled and was examined under microscope: bump marks were noted in the valve casing 2 over the spring pillar and 1 over the cam mechanism. The cam magnets were controlled: the magnets passed. The root cause for the issue reported by the customer, was due the valve receiving a very hard knock, causing marks in the valve casing, and blocking the cam mechanism from being reset.